Manufacturer narrative:
Complaint summary: helpline support team reported that they are getting conflict data error while generating reports in carelink personal application investigation/testing summary: an attempt was made to reproduce the issue by generating reports within the carelink system using the provided username. It was verified that the issue could indeed be reproduced. Additionally, data retrieved from the carelink database was examined to determine if any time-change events were recorded. Upon analysis, it was observed that the user had uploaded distinct data during two separate uploads conducted on specific days. After consulting the carelink development team for a deeper investigation, the data should have been merged, but due to a code anomaly, reports were not generated. The carelink dev team confirmed that a fix was required and will be available in a future release. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the issue is present because the original algorithm does not expect a snapshot with the settings data only. After concatenating the snapshots, we combine snapshot one and snapshot three (both contain data) and skip snapshot two (snapshot with settings data only). As a result, we have two data sets for one period, leading to the error. Analysis summary: to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: carelink development confirmed that there is a bug in existing version praas (pro reports as a service) v5.9 and fix would be available in latest praas ( pro reports as a service ) v5.11. Helpline support team confirmed that the fix was working fine in latest carelink version 14.9 and praas (pro reports as a service )v5.11 version . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the care link personal reports were unable to upload that contain conflict data and the date of the reporting period was observed incorrect by the end of the year although the date in the pump was correct. The issue was observed in a few reports. Troubleshooting was partially performed and the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.